Manufacturer narrative:
Reported event of data problem was confirmed. The error message of was noted at interrogation upon receipt. The error message noted indicates battery current is higher than expected for device. The device was cut open, and battery voltage was found to be at elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion to be premature. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during preparation of the insertable cardiac monitor (icm) for implant an error message was displayed upon interrogation. The icm was not used. There was no patient involved and no consequences.